Event description:
Reporting status: serious injury/required intervention/permanent damage. Reporting rationale: restenosis requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the pt underwent direct stenting of the mid rca with three xience v stents. In 2009, the pt experienced angina and "spells" of shortness of breath accompanied by pedal/ankle edema. This was treated with lasix for three days. At approximately 3 months later, the pt was hospitalized. Functional ischemia study was positive. Diagnostic coronary angiography and cardiac catheterization revealed three vessel disease and moderate mid rca in-stent restenosis of the mid-portion (second) stent, estimated at 60%. The pt underwent coronary bypass grafting, and was discharged one week later. There is no add'l info available.

Manufacturer narrative:
Angina, ischemia, and stenosis are listed in the xience v IFU as a known adverse event associated with coronary stenting and not necessarily an indication of a product quality deficiency. Pedal/ankle edema is not a pt effect generally associated with coronary stenting. It was reported the xience v was implanted without pre-dilatation. It should be noted in the xience v IFU states: "the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications.